Manufacturer narrative:
Company rep evaluated the unit. Unit was calibrated and safety tested to factory's specs.

Event description:
Customer reported an issue with the spectrum monitor, which may have affected pt monitoring. No pt injury was reported.